Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system including this paddle lead on (B) (6) 2010. On (B) (6) 2010, the patient's grandson reported that she did not tolerate the anesthesia from the procedure and was moved to a rehabilitation facility on (B) (6) 2010. He said that two days later on (B) (6) 2010, the patient experienced paralysis in her legs. It was reported that the physician said the patient had a spinal cord infarction. It was reported that no anomalies occurred during placement of the paddle lead other than caudal movement of the spinal block which caused numbness and paralysis in the patient's arms, hands, and fingers. It was reported that intra-operatively the head of the bed was elevated to allow more distal movement of the spinal block medication and after a few minutes the patient was able to communicate by blinking her eyes and acknowledging touch of her upper extremities. There is no further information available at this time.